Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. Device evaluation not performed. Device history review indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The event was not confirmed as the reported product or photographs were not provided for review. No further investigation is possible at this time.

Event description:
It was reported that the package seal was broken on the liquid portion of the cement. It was reported that the product was therefore considered non-sterile by the customer.

Event description:
It was reported that the package seal was broken on the liquid portion of the cement. It was reported that the product was therefore considered non-sterile by the customer.